Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had reached elective replacement indicator (eri). The battery status a few months ago indicated 10 months remaining to explant. Eri was found to be due to extended charge times measuring 15.1 seconds. It was noted there has been a gradual increase. Technical services noted they have 90 days for change out however, the physician may want to change out sooner due to charge times. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had reached elective replacement indicator (eri). The battery status a few months ago indicated 10 months remaining to explant. Eri was found to be due to extended charge times measuring 15.1 seconds. It was noted there has been a gradual increase. Technical services noted they have 90 days for change out however, the physician may want to change out sooner due to charge times. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.